Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed the cassette was not properly latched. This issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history was reviewed but no record was found. The reported issue was confirmed. The review of event history log found cassette not properly attached alarm. The root cause of the issue was a defective downstream occlusion (dso) sensor. The dso seal, sensor and bezel were replaced to correct the issue. Further inspection found a dent in the air detector, and it was replaced. Software was updated, and the device passed all testing after repair.